Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. He did not recall the blood glucose reading. No bent cannulas were reported. The customer stated he had not tried different cannula lengths. The tubing was not bent or kinked. The alarm recurred while the customer was not connected to the insulin pump. He was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, a- error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked battery tube threads.